Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one sample of lot 0001384485 was provided to our quality team for investigation. Through visual inspection, it was observed that access tip has a hole on the surface that leads to the leakage. A review of the internal manufacturing device records and raw material history files for reported lots 0001384485 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. H3 other text : see manufacturer here.

Event description:
2:15pmcst 23apr21 spoke to customer, doe (B)(6) 2021, reported to ep for this pr, after plunger pushed down and clamp released, leakage occurred near the access tip to catheter lot #0001384485, no patient harm- samples available

Event description:
2:15pmcst 23apr21 spoke to customer, doe (B)(6) 2021, reported to ep for this pr, after plunger pushed down and clamp released, leakage occurred near the access tip to catheter lot #0001384485, no patient harm- samples available

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).